Manufacturer narrative:
A field service engineer (fse) went on-site and found that the sample syringe was not moving (it was frozen) and leaking at the valve connection. Fse replaced the valve which resolved the issue. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding cta (closed tube aliquotter) motion errors in the unicel dxc 600i synchron access clinical system. No injury was reported and no erroneous results were generated.